Event description:
Patient had a bilateral mastectomy followed by bilateral reconstruction several years prior to this. Developed collapse of right breast implant due to loss of saline portion of double lumen implant. Concerned regarding rupture of silicone in inner lumen (mfg. Not known). Left implant removed and found intact with no leaks. Right implant removed and found saline completely disappeared and outer lumen ruptured. Silicone portion appeared intact. Both replaced with salined-filled implants made by mentor corporation. Subsequently on 8/8/92 the right breast implant inserted on 7/13/92 was removed as patient developed celluitis with infection not controlled with antibiotics. Capsule showed some signs/symptoms of inflammation. Cultures were taken. Implant was completely removed to promote healingdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.